Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set separated while flushing. The following was provided by the initial reporter: verbatim: went to test the patency of the patient's IV access and while flushing, the IV tubing separated at the tubing's bifurcation. The hand flush/testing pressure was not nearly to the pressure limits of such a tube. The tube just popped apart as though there was no adhesive holding it together. To be clear, this was not at the point of the tube and the IV cath but at the y site where the two ends of the tubing meet. I have never seen this happen prior with this type of product. Are there any adverse event occurred on the patients? No adverse event or harm to patient. Describe any signs, symptoms, and/or complications the patient experienced. No adverse event or harm to patient

Event description:
It was reported that the bd maxzero¿ extension set separated while flushing. The following was provided by the initial reporter: went to test the patency of the patient's IV access and while flushing, the IV tubing separated at the tubing's bifurcation. The hand flush/testing pressure was not nearly to the pressure limits of such a tube. The tube just popped apart as though there was no adhesive holding it together. To be clear, this was not at the point of the tube and the IV cath but at the y site where the two ends of the tubing meet. I have never seen this happen prior with this type of product. Are there any adverse event occurred on the patients? No adverse event or harm to patient. Describe any signs, symptoms, and/or complications the patient experienced. No adverse event or harm to patient.

Manufacturer narrative:
H6: investigation summary: one photo was provided for quality investigation. The customer complaint of loose component - no leak was confirmed by evaluation of the photo submitted. Evaluation of the photo submitted shows that the extension set separated at the inlet port of the y-site component. A device history record review for model mzx5305 lot number 22069604 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.